Event description:
When the physician pulled the mandrel out of the px400 straight microcatheter, the tip was actually a 45 degree shaped tip. The mandrel itself was straight and was loaded straight.

Manufacturer narrative:
Device investigation: results code: the tip shows an angle of approximately 20 degrees between the first centimeter of the catheter and the balance of the device. A mandrel was introduced into the hub of the catheter and advanced distally. The mandrel moved through the catheter without friction. The catheter is functional. Conclusion code: the microcatheter was not a mislabeled shaped-tip catheter. However, the catheter does not have a straight shape; it has a slight bend of approximately 20 degrees. It is not possible to determine the cause of the discrepancy. The manufacturing record from this lot was reviewed and all labels and product were reconciled before release. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.